Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer reseated the drawer cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer was not detected on the communication bus. There was no delay to the patient care workflow, as the user managed to get the medicines from another station. There were no adverse events or injuries reported as a result of this event.